Event description:
The patient had an elevated gradient and the sjm valve was found to have one immobile leaflet and tissue formation. It was explanted and replaced with a 23 mm sjm trifecta bioprosthetic valve.